Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, it was noted that the leadless implantable pulse generator (ipg) exhibited pacing failure and high thresholds. The device was found to have dislodged. The device was successfully retrieved, explanted, and replaced with a traditional implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.